Event description:
It was reported that the biomed stated they recently got the arctic sun device repaired and returned to floor. It was with the patient now and alerting 113 (reduced water temperature control) every thirty minutes. The patient temperature was 37.6c, target temperature was 37c, water temperature was 33.3c, flow rate was 2.9lpm, chiller temperature was 4c, mixing pump command was 100percentage. Confirmed they have been getting alert 113 (reduced water temperature control). Explained that the device needs to be serviced and they should change to another device. Transferred biomed for further troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per gudid.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.